Event description:
Complainant alleged that while attempting to treat a patient the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to system interconnect flex cable that was not properly seated. The cable was reseated to correct the reported problem. Analysis of failures of this type has not identified an increase in trend.